Event description:
Upon removal at completion of procedure, it was noted that the tip of the interventional guide wire was sheared. Images were obtained and the patient was hemodynamically stable. The wire piece was too small to retrieve. The dr kept the patient on a medication to keep the patient anticoagulated.